Event description:
A report was received that the patient was experiencing pain at the battery site. No infection was noted. The patient underwent an ipg explant procedure.

Event description:
A report was received that the patient was experiencing pain at the battery site. No infection was noted. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Sc-1132 (sn:(B)(4)) device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain at the battery site. No infection was noted. The patient underwent an ipg explant procedure.